Event description:
On (B)(6) 2010, the patient reported he has a "major" air bubble in the insulin cartridge of his infusion device. He said he filled the cartridge yesterday and his vial had some air bubbles. He stated the insulin was at room temperature. He said there is 1 pea size bubble in the cartridge. He was instructed to disconnect from his infusion headset and he then tapped the side of the cartridge until the air bubble moved to the top and center. He completed 2 prime cycles but the air bubble remained in the cartridge. He replaced his device adapter and primed 2 more cycles. He was advised to change his cartridge but he declined. He said he would change it later and prime the new cartridge on his own. Courtesy replacement cartridges were sent to the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The cartridge was replaced and requested to be returned for evaluation.